Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the past the customer was hospitalized for five days. Hcp advised customer to discontinue use of pump. Customer declined to provide additional information or conduct troubleshooting due to no longer being on the pump for insulin therapy.